Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the programmer screen incorrectly displayed the pump reservoir volume during an appointment. Troubleshooting was performed, and the issue appeared to have been resolved. It was noted that the patient complained of increased pain after the previous appointment.